Event description:
According to the patient, the device was not administering consistent bolus. Sometimes the bolus would be strong and other times it would be weak. The patient felt that they weren't getting enough air and would get short of breath and would go to room with the at home unit.

Manufacturer narrative:
The patient received a replacement unit. The device has not been returned for further investigation. Once the device is received an investigation will be conducted and a followup will be submitted.